Event description:
According to the info received, during use of a stylet, the tip of the catheter disconnected from the catheter. This was observed prior to use, so there was no clinical consequence.

Manufacturer narrative:
Add'l info has been requested. At this time, no response has been received. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or add'l info be received, an addendum to this report will be filed. Upon review of the lot history records, no defects were noted during gluing of the tip. No add'l reports have been received for this lot.